Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage ("gen. Abnormal. Bleed"), dysmenorrhoea ("dysmenorrhea (cramping),"), pelvic pain ("pelvic pain female"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding),"), urinary tract infection ("uti"), fatigue ("fatigue"), alopecia ("hair loss"), tooth disorder ("dental problems"), headache ("headaches"), nausea ("nausea"), visual impairment ("vision problems"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and ovarian cyst ("ovarian cyst") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). Essure treatment was ongoing at the time of the report. At the time of the report, the device dislocation, genital haemorrhage, dysmenorrhoea, pelvic pain, abdominal pain, back pain, menorrhagia, urinary tract infection, fatigue, alopecia, tooth disorder, hormone level abnormal, headache, nausea, visual impairment, weight increased, vaginal haemorrhage and ovarian cyst outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, device dislocation, dysmenorrhoea, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, nausea, ovarian cyst, pelvic pain, tooth disorder, urinary tract infection, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: plaintiff received treatment for uti,dysmenorrhea (cramping),pelvic/ abdominal pain ,back pain . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2014: total bilateral occlusion. Imaging procedure - in (B)(6) 2014: essure confirmation test- (unspecified). Result-bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain , dysmenorrhea and vaginal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure (batch no. B94866) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage ("gen. Abnormal. Bleed"), dysmenorrhoea ("dysmenorrhea (cramping),"), pelvic pain ("pelvic pain female"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding),"), urinary tract infection ("uti"), fatigue ("fatigue"), alopecia ("hair loss"), tooth disorder ("dental problems"), headache ("headaches"), nausea ("nausea"), visual impairment ("vision problems"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and ovarian cyst ("ovarian cyst") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). Essure treatment was ongoing at the time of the report. At the time of the report, the device dislocation, genital haemorrhage, dysmenorrhoea, pelvic pain, abdominal pain, back pain, menorrhagia, urinary tract infection, fatigue, alopecia, tooth disorder, hormone level abnormal, headache, nausea, visual impairment, weight increased, vaginal haemorrhage and ovarian cyst outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, device dislocation, dysmenorrhoea, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, nausea, ovarian cyst, pelvic pain, tooth disorder, urinary tract infection, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: plaintiff received treatment for uti,dysmenorrhea (cramping),pelvic/ abdominal pain ,back pain . Discrepancy noted in date of insertion- (B)(6)2014, (B)(6) 2014 insertion details-bilateral internal os and fallopian tubes were identified. Essure device was deployed through the catheter through the hysteroscopy without any complication. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2014: total bilateral occlusion. Imaging procedure - in (B)(6) 2014: essure confirmation test- (unspecified). Result-bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain , dysmenorrhea and vaginal batch no b94866 production date 2013-11-12 expiration date 2016-11-30 quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on (B)(6)2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure (batch no. B94866) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage ("gen. Abnormal. Bleed"), dysmenorrhoea ("dysmenorrhea (cramping),"), pelvic pain ("pelvic pain female"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding),"), urinary tract infection ("uti"), fatigue ("fatigue"), alopecia ("hair loss"), tooth disorder ("dental problems"), headache ("headaches"), nausea ("nausea"), visual impairment ("vision problems"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and ovarian cyst ("ovarian cyst") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). Essure treatment was ongoing at the time of the report. At the time of the report, the device dislocation, genital haemorrhage, dysmenorrhoea, pelvic pain, abdominal pain, back pain, menorrhagia, urinary tract infection, fatigue, alopecia, tooth disorder, hormone level abnormal, headache, nausea, visual impairment, weight increased, vaginal haemorrhage and ovarian cyst outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, device dislocation, dysmenorrhoea, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, nausea, ovarian cyst, pelvic pain, tooth disorder, urinary tract infection, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: plaintiff received treatment for uti,dysmenorrhea (cramping),pelvic/ abdominal pain ,back pain . Discrepancy noted in date of insertion- (B)(6) 2014. Insertion details-bilateral internal os and fallopian tubes were identified. Essure device was deployed through the catheter through the hysteroscopy without any complication. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2014: total bilateral occlusion. Imaging procedure - in (B)(6) 2014: essure confirmation test- (unspecified). Result-bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain , dysmenorrhea and vaginal. Most recent follow-up information incorporated above includes: on 7-apr-2021: medical records received- lot number added. New reporter, insertion details, medical history added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage ("gen. Abnormal. Bleed"), dysmenorrhoea ("dysmenorrhea (cramping),"), pelvic pain ("pelvic pain female"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding),"), urinary tract infection ("uti"), fatigue ("fatigue"), alopecia ("hair loss"), tooth disorder ("dental problems"), headache ("headaches"), nausea ("nausea"), visual impairment ("vision problems"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and ovarian cyst ("ovarian cyst") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). Essure treatment was ongoing at the time of the report. At the time of the report, the device dislocation, genital haemorrhage, dysmenorrhoea, pelvic pain, abdominal pain, back pain, menorrhagia, urinary tract infection, fatigue, alopecia, tooth disorder, hormone level abnormal, headache, nausea, visual impairment, weight increased, vaginal haemorrhage and ovarian cyst outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, device dislocation, dysmenorrhoea, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, nausea, ovarian cyst, pelvic pain, tooth disorder, urinary tract infection, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: plaintiff received treatment for uti,dysmenorrhea (cramping),pelvic/ abdominal pain ,back pain . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in september 2014: total bilateral occlusion. Imaging procedure - in september 2014: essure confirmation test- (unspecified). Result-bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain , dysmenorrhea and vaginal quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received. Reporters information updated. Event: abnormal bleeding (vaginal), ovarian cyst were added.lab data were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and genital haemorrhage ('gen. Abnormal. Bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping),"), pelvic pain ("pelvic pain female"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding),"), urinary tract infection ("uti"), fatigue ("fatigue"), alopecia ("hair loss"), tooth disorder ("dental problems"), headache ("headaches"), nausea ("nausea") and visual impairment ("vision problems") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). Essure was removed. At the time of the report, the device dislocation, genital haemorrhage, dysmenorrhoea, pelvic pain, abdominal pain, back pain, menorrhagia, urinary tract infection, fatigue, alopecia, tooth disorder, hormone level abnormal, headache, nausea, visual impairment and weight increased outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, device dislocation, dysmenorrhoea, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, nausea, pelvic pain, tooth disorder, urinary tract infection, visual impairment and weight increased to be related to essure. The reporter commented: plaintiff received treatment for uti, dysmenorrhea (cramping), pelvic/ abdominal pain, back pain. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on an unknown date: essure confirmation test (unspecified) conducted showed bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-sep-2019: pfs received: event: injury was updated to dysmenorrhea (cramping). New events added - pelvic pain, abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), gen. Abnormal. Bleed, migration, uti , fatigue, hair loss, dental problems., hormonal changes, headaches, nausea, vision problems, weight gain. Reporters information updated. Lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.